Event description:
On april 18, 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On may 1, 2007 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. In 2007, at 6:30 pm, the patient obtained the pre-dinner blood glucose reading of 199 mg/dl on the reported meter, which was high compared to her expected values and her symptoms. At that time, the patient was experiencing the symptoms of shaking, sweating, thirst, and she felt 'low.' The patient did not test her blood glucose level using any other device. Based on this reading, the patient took 17 units of apidra insulin, and ate her dinner. The patient's symptoms worsened. She administered self-treatment by drinking orange juice, and felt better afterwards. Earlier on that day, the patient had obtained the meter readings of 171 mg/dl and 163 mg/dl. The patient noted these readings were high compared to her expected values, and these higher readings had occurred since she dropped the meter the previous day. The patient's expected fasting blood glucose readings range from 104 mg/dl to 112 mg/dl. The patient tests her blood glucose level four times per day. The patient takes 30 units lantus insulin each evening, and apidra insulin with meals, on a sliding scale based on meter readings and her meals. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct and the meter was programmed for the correct unit of measure. No quality control testing was performed during the call, as the patient did not have control solution. The meter, test strips and control solution were replaced. The patient allegedly obtained several elevated meter readings after the meter had been dropped, and took insulin based on those readings. The patient also claimed that she had hypoglycemic symptoms, which worsened after the increased dose of insulin, and she received treatment with food to resolve the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.